Event description:
Country of complaint: (B)(6). After the reorganization from traumatic to atraumatic, wound healing disorders have been increasing. Has also been observed, that the thread is sliding/ separating of braiding from the core. This happens, when pulling the suture through tissue.

Manufacturer narrative:
(B)(4). Mfg site eval: eval on going at OEM.